Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the patient experienced bradycardia. The right ventricular (rv) lead exhibited undefined high impedance and loss of capture. The implantable pulse generator (ipg) was removed from the pocket; a tug test was performed and the rv lead pulled from header easily. The rv lead tested normally through an analyzer. It was suspected the rv lead was not fully engaged into header due to the ipg connector being loose and the connector pin having an insertion issue. The ipg and rv lead were placed back in the patient and remain in use. No further patient complications have been reported as a result of this event.